Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a delamination total of the valve (adhesive failure), a delamination partial of the plug strap (cohesive failure) and a delamination total of the plug strap (adhesive failure). Additional observations: no other observations observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.